Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system and 2 trial leads (from the same lot) were implanted. During the procedure, the physician elected to use an increased amount of anesthesia. Postoperatively, it was reported the pt began to experience pain in his jaw, neck and chest along with elevated blood pressure. The pt was given aspirin and nitroglycerin which began to resolve the pain. The pt was transported to the emergency room and it was determined the pt experienced chest pain before, for which he takes nitroglycerin tablets. The pt had not taken his nitroglycerin tablet prior to the procedure and the pt has a history of cardiac issues. The pt was discharged from the emergency room.